Manufacturer narrative:
Catalog# 48571044, lot# 145371. Method: visual inspection, device history review, complaint history review, risk assessment. Result: one device was confirmed via visual inspection to have a separated tulip. Manufacturing files were reviewed and no incidents were found. Conclusion: the probable root cause is one blocker not being tightened down as per the surgical technique.

Event description:
It was reported that; (B)(6) 2015 implanted for ci-c2 due to treatment of a pseudotumor. (B)(6) 2017, cut out the rod on plate. The blocker was no issue. Following up on going.

Event description:
It was reported that: on (B)(6) 2015 implanted for ci-c2 due to treatment of a pseudotumor. On (B)(6) 2017, cut out the rod on plate. The blocker was no issue. Following up on going.